Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged during a secondary procedure due to debilitating starbursts. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company iii (d) cartridge and company iii handpiece. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Information was provided that the 21.0 diopter lens model was replaced with an 21.5 diopter lens model. Additional information was provided that patient had prior lasik surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).